Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a representative from an eye care providers (ecp) office reporting that a patient (pt) had complaints about a box of acuvue oasys brand contact lenses. The pt was diagnosed with keratitis. On (B)(6) 2017 a representative from the ecps office called with additional information as follows: the pt was seen on (B)(6) 2017 for left eye pain after removing the suspect contact lens. The pt was diagnosed with an ¿unusual¿ keratitis and was treated with vigamox for the left eye q 1 hour and advised not to wear lenses. On (B)(6) 2017 the pt was seen for a follow-up appointment and slight improvement was noticed; pt reported a ¿sandy and gritty¿ feeling; vigamox was reduced to q 12 hour and lotemax tid was added; he/she reported that the visual acuity was affected on the initial visit, but returned to baseline on the follow-up visit. The pt reported during the visit that ¿something is wrong with the lenses.¿ the representative reported that the pt does not sleep in the lenses. The pt was scheduled for a follow-up visit on (B)(6) 2017. On 27apr2017 a representative from the ecps office provided additional information: the pt returned on (B)(6) 2017 for a follow-up appointment and reported that the left eye event resolved and all medications were discontinued; pt was refit in a daily contact lens; pt returned product to an online provider and only retained the open package; pt reported that some of the lenses received were misshaped and had ¿debris¿ on the lenses; representative will check with the pt to see if any suspect lenses were available for return. On 03may2017 a representative from the ecps office provided additional information: the suspect lenses were not available. No additional medical information was received, no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mg5n was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.